Manufacturer narrative:
The analysis did show that the bearings have been gritty and the head had dents which caused the backcap to stick in. This caused the head to heat up. Reported due to the 2 year presumption rule. See scanned pages.

Event description:
During a standard treatment, an electrical dental handpiece got hot and caused a burn on cheek to the size of a quarter. The pt was told to do warm, salt water rinses. No further medical care was necessary.